Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had pump error alarms. Customer stated that they were unable to clear the alarm. The troubleshooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having pump error 43 alarms and missing serial number label on event date of (B)(6) 2021. Unit passed displacement test, rewind test and selftest. Early seating during prime/seating test. Unable to perform basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to seating anomaly. Successfully downloaded history files and traces using thus. Multiple pump error 43 alarms in the history file on event date of (B)(6) 2021 10:21:40.000 to 17:29:45.000. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, missing serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads, corrosion on battery tube and scratched case. The unit was cut open with corrosion on the force sensor assembly, severe corrosion on the motor assembly, moisture damage on the lcd assembly, moisture damage on pcba 1 and moisture damage on pcba 2 noted during visual inspection of the electronics. Unit was confirmed for a seating anomaly and multiple pump error 43 alarms in the history file due to severe corrosion on the motor assembly. Unit confirmed for missing serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.